Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 300 units. There was no reported impact to the user's blood glucose level. Reportedly, the user does not believe the cartridge was overfilled as they report that they are very precise with the amount of insulin and is sure not to overfill the cartridge. A new cartridge was successfully loaded and insulin delivery was resumed. The user reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.